Event description:
Reported via journal article: it was reported that serious injuries occurred. The following event was obtained via a retrospective article meta-analysis using a literature search of five (5) electronic databases to identify studies using both cardiac computed tomography angiography (ccta) and transesophageal echocardiogram (tee) imaging in the same patients who underwent a left atrial appendage (laa) closure procedure. 1182 patients were studied across fifteen (15) studies where 27% of them received a watchman closure device. It was reported that the patients experienced peri-device leaks less than 5mm, device related thrombus (drt), and residual leaks.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: tan, b, baqai, f, padilla, f. Et al. Device leak surveillance in patients with atrial fibrillation after transcatheter left atrial appendage closure: a meta-analysis of cardiac computed tomography versus transesophageal echocardiography. Jacc. 2025 apr, 85 (12_supplement) 2025. Https://doi.org/10.1016/s0735-1097(25)02509-4.